Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6). Intended for use for treatment was not returned to the designated complaint unit for evaluation, therefore a visual and functional inspection could not be performed. The case files were provided, however, the screenshots nor the log files could confirm the tibia bone model generation error as described in the reported complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the error described was not confirmed, the screenshots indicate that the system's manual mode was chosen prior to tibia cut. No reasonable contributing factors could be identified based on the received complaint information and investigation results. If the tibia bone model generation error does occur, refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, during a cori-assisted tka demonstration, cori was unable to generate bone model when going to the cutting screen. They went back to add a few more tibia points, moved back to cutting and it generated and let them start cutting. No case reported; therefore, there was no patient involvement.